Manufacturer narrative:
The customer disconnected and aspirated the occlusion from the associated tubing (line 36) and was reattached. The issue was resolved. Service was not dispatched as the customer resolved the issue through routine maintenance. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the flow cell drain cup overflowed due to a line occlusion in the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that this event occurred while running quality controls (qc). No erroneous results were generated during the time of the event. No injuries were sustained by any laboratory personnel.